Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the alleged ventilator inoperative condition occurred. The product investigation laboratory was able to confirm the allegation. Ventilator inoperative alarm was duplicated through operational checking. The error log revealed a flow drift error. Error vent inop fix software was run to address the issue. Additionally, the machine flow sensor was replaced as a preventive measure and the silver frame around the silence button was missing, so the vanity cover was replaced. A final test, battery check, valve check, test run and cleaning was performed to ensure normal operation. The product investigation laboratory evaluated the original machine flow sensor. The machine flow sensor was installed on the trilogy evo test bed and the flow drift error was unable to be duplicated. The pil has determined that the machine flow sensor functions as designed. The machine flow sensor was scrapped after testing.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the alleged ventilator inoperative condition occurred. The product investigation laboratory was able to confirm the allegation. Ventilator inoperative alarm was duplicated through operational checking. The error log revealed a flow drift error. Error vent inop fix software was run to address the issue. Additionally, the machine flow sensor was replaced as a preventive measure and the silver frame around the silence button was missing, so the vanity cover was replaced. A final test, battery check, valve check, test run and cleaning was performed to ensure normal operation.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer